Event description:
The device was returned due to a damaged battery case. The results of the investigation found that the device's upstream occlusion (uso) seal was buckling. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a buckling upstream occlusion (uso) seal as well as an intermittent uso sensor. The uso seal and sensor were replaced to fix the issue.